Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2012 and was revised on (B)(6) 2021. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6), 2012 and was revised on (B)(6), 2021. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood. Update 04-april-2022: medical review of provided medical records indicated the following: "the revision operative report described a metallosis throughout the hip as well tissue changes consistent with adverse local tissue reaction (altr) upon the removal of the 40 mm lfit v40 femoral head a large amount of black tissue was seen on the trunnion. The black tissue was removed with a scalpel and a sponge. Once cleansed the trunnion was inspected and found to be undamaged. Both the femoral and acetabular components were seen to be well fixed."

Manufacturer narrative:
Reported event: an event regarding wear and altr/abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "revision of a 40 mm lfit v40 femoral head to a ceramic 36mm with matching liner is confirmed. Findings in the operative report for this surgery describe metallosis and tissue changes consistent with altr. In the indications section of the operative report the surgeon states there were "clinical and serologic" evidence of altr. However, there is no laboratory reports confirming elevated serum metal ions. The root cause of the trunnionosis and altr can not be established with the documentation provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.